Manufacturer narrative:
Investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the pressure dome of the flow meter burst when the user connected it to gas supply. Neither operator nor patient were hit by the uncontrolled moving parts.

Manufacturer narrative:
The pressure dome and the inner flow tube of the flowmeter involved in the event were returned for investigation. The pressure dome was manufactured in 10/99 while the flow tube was produced in 03/2011 i.e. Had been replaced already in the meantime during service and maintenance activities. The flow tube was burst in multiple pieces while the pressure dome was found broken in two parts. The dome exhibited clear signs of use. The user reported that the actual reprocessing method is wiping disinfection with a product that is in compliance to the methods recommended by the manufacturer. The exact root cause for the bursting of the dome can't be determined. All except one of the similar cases reported in the previous 10+ years have been traced back to an incompatible reprocessing method. The reportedly used method in the particular case is in accordance to what dräger recommends but reflecting the age of the respective pressure dome it cannot be excluded that other chemicals have been used in the past. The influence of other potential factors like excessive exposure to uv radiation or impact of mechanical shock can't be determined. The IFU requests that the product must be inspected for mechanical integrity on a regular base and it is explained that an in-depth maintenance has to be carried out at least every three years.

Event description:
Please refer to initial MFR. Report #9611500-2017-00127.